Event description:
It was reported that a farawave nav catheter was used during the procedure, and the patient later presented with shortness of breath. According to the physician, an x ray showed an elevated hemidiaphragm, and believes the patient developed phrenic nerve palsy following ablation of the pulmonary veins and posterior wall. The patient was hospitalized and their condition is currently being monitored. The patient is stable, and the phrenic nerve activity has not returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device did not return; therefore, product analysis could not be performed. Based on the investigation the ar code "nerve damage" was unable to be confirmed. Device history record review: after performing a device history record review for the found lots, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "nerve injury". There is no evidence that any updates to the document are required at this time. A risk review performed for the farawave device confirmed that the event of nerve damage is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. The known inherent risk of device cause code was selected based on the information provided within the event description. Nerve damage is considered within the risk threshold of nerve injury. Nerve injury is an expected procedural complication addressed within the IFU for the farawave catheter.

Event description:
It was reported that a farawave nav catheter was used during the procedure, and the patient later presented with shortness of breath. According to the physician, an x ray showed an elevated hemidiaphragm, and believes the patient developed phrenic nerve palsy following ablation of the pulmonary veins and posterior wall. The patient was hospitalized and their condition is currently being monitored. The patient is stable, and the phrenic nerve activity has not returned.